Manufacturer narrative:
Vyaire file identification: (B)(4). H3: 81 other - the suspect device/part was not returned for evaluation. Therefore, no root cause could be determined. However, the customer placed an order and the part will be shipped. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that a after pressing the zero cal button on the avea ventilator, the stored value changes to 2990 and invalid cal alarm comes up. There was no patient involved in this reported event.